Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia procedure with a navistar® thermocool® catheter and the tip was separated from the catheter. Once the procedure was completed, when cleaning up the operating instruments, the catheter tip was missing. The tip was not in the sheath and there was no abnormality found with the patient's chest, heart or brain on x-ray. There was no difficulty withdrawing the catheter from the patient. It is unknown if the physician or any other hospital staff visualized the catheter intact when removed from the patient. It is also not known if the hospital staff had cut the tip off of the catheter, which is common practice for some facilities. The catheter tip was never discovered. The procedure was completed with no patient consequence. This event is MDR reportable because a separated tip could embolize, resulting in ischemia or infarct. Additional surgical intervention might be required to prevent serious injury or death.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia procedure with a navistar® thermocool® catheter and the tip was separated from the catheter. The device was inspected and the tip was found cut with internal parts exposed, in addition, it was observed that the tip was cut with a sharp object. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the tip cut cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related that the hospital staff cut the tip off of the catheter, which is common practice for some facilities, however, this cannot be conclusively determined. Manufacturer's ref. No: (B)(4).